Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an elbow arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2016 due to unknown reasons. During the procedure, the ultra drive device did not function properly. When the foot pedal was activated, the power display changed into the red area, and the device is blocked. The issue resulted in a delay greater than 30 minutes. A drill was used to complete the procedure.